Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise and out of range impedance measurements in both configurations. The noise could be reproduced with isometrics. All other electrical values were stable. The patient is not dependent on atrial pacing, so the physician elected to continue to monitor the patient.